Manufacturer narrative:
This report is submitted on april 28, 2022.

Event description:
Per the clinic, the patient experienced an extrusion of the implant (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced a bacterial infection at the implant site (specific date not reported). The patient was subsequently treated with oral, IV and topical antibiotics (specific date and duration not reported). This report is submitted on october 31, 2022.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on may 31, 2022.